Event description:
Reportable based on device analysis completed on 27 oct 2025. It was reported that visualization issues occurred. The target lesion, measuring 3.5 mm in vascular diameter and 20 mm in length, was located in the mildly tortuous and severely calcified proximal segment of the left anterior descending artery. The opticross imaging catheter was selected for ultrasound examination of the target lesion, but during preparation while outside the patient, the image displayed was completely black and could not be identified during the test. The procedure was completed with another of the same device. The patients condition following the procedure was stable, and no complications were reported. However, device analysis revealed that the tip was flattened, and its distal section was ripped and detached.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed no issues, and the device appeared to be in good condition. No damage was found in the imaging core within the telescope and sheath sections of the device. Microscope inspection showed that the tip was flattened, and its distal section was ripped and detached. The detached distal portion of the tip was not returned for analysis. Impedance testing showed an electrical open at the proximal end of the catheter, between 130 and 140 cm from the distal housing. Media returned by the customer was inspected and showed no image. E1 initial reporter phone: (B)(6).